Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pace impedance (>2500 ohms). There was noise being sensed in the therapy zone. No inappropriate therapy was delivered. There is no capture at the max output. The pacing thresholds had also increased. Additional information indicated that there was no intervention. The system remains in service. No adverse patient effects were reported.

Event description:
New information received indicates that surgical intervention was performed and the rv lead was capped and replaced without incident.